Event description:
It was reported embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The wds was inserted and deployed into the laa. The device met pass (position, anchor, size, seal) criteria and was released. Shortly after release, a slight proximal shift in the device face was observed. The device was monitored for approximately 15 minutes, during which gradual migration was noted. Upon reassessment, the physician determined that device compression had decreased and positioning was suboptimal. To mitigate the risk of embolization, a retrieval attempt was initiated. During retrieval, the device inadvertently migrated into the mitral valve. The patient was sent for surgical intervention. The closure device was successfully removed, and an laa clip was placed to complete the procedure. The patient experienced no further complications and was transferred to recovery.